Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 132 mg/dl. Customer had symptoms such as he sleeps a lot. The customer treated in hospital by insulin drips because he just had a triple bypass surgery. The drive support cap was normal. The product was not returned for analysis.